Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead dislodgement was noted. A suture sleeve anomaly was suspected. Lead was explanted. No adverse consequences to the patient.